Event description:
The account reported the patient was admitted on (B)(6) 2019 for sepsis and mycotic aneurysms secondary to pseudomonas bacteremia and left wrist swelling and pain. While admitted the patient suffered an acute intracranial hemorrhage (ich) and subarachnoid hemorrhage (sah). The pseudomonas became resistant to cefepime. The patient was switched to zosyn but was discharged on cipro. A transesophageal echocardiogram did not show endocarditis. The fever was suspected to be cause by a ICD infected lead, the patient did not want to pursue lead removal. Computed topography (CT) was performed but the finding were not reported. Due to a therapeutic inr of 2.2, anticoagulation was stopped transiently until after a neurology exam. While admitted, the patient was reported to have a altered mental status and diminished grip strength in right hand. The site reported the patient decided to pursue hospice options at home and left against medical advice on (B)(6) 2019. On (B)(6) 2019, the patient was admitted with fever and sepsis secondary to pseudomonas. Due to multiple comorbidities and erratic behavior, the patient was transferred to hospice and passed shortly after. The cause of death was reported to be sepsis and renal failure. No further information was reported.

Manufacturer narrative:
Prior admission for infection is reported under MFR # 2916596-2019-05240. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient reportedly expired at home on hospice care on (B)(6) 2019, due to sepsis and renal failure. The death was not considered to be device related. Heartmate ii lvas, serial number (B)(4), was not returned for evaluation. The hmii lvas IFU lists infection (local, driveline and pump pocket), sepsis, stroke, and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. This document also provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient was started on a antibiotic regimen for pseudomonas driveline infection. The patient had a subarachnoid intracranial hemorrhage. The patient was discharged to hospice care. On (B)(6) 2019, the patient expired. It was reported the pump functioned as intended, no further information was reported